Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: mach 1 6f jl4; stent: xience xpedition 2.5 x 18. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, de novo, 90% stenosis in the mid left descending artery. The 2.5 x 8 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured during first inflation at 10 atmospheres. A non-abbott balloon catheter was used to complete the procedure. There was no resistance advancing or removing the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.